Event description:
The user received erratic results for several assays. Of the data provided, the results for two samples were discrepant. All repeat testing was performed on the integra 800. Sample 1 initial potassium result was 2.96 mmol/l with a data flag, repeat result was 3.9 mmol/l. Sample 2 initial calcium result was 19.5 mg/dl with a data flag, repeat result was 6.1 mg/dl. The original results were not reported. The calcium reagent lot number was 61828901 and the lot number of the potassium electrode was 61860401. The field service representative determined a vacuum tubing detergent nozzle had become dislodged from the vacuum vessel assembly and no vacuum was applied to the nozzle which dispenses detergent to the cuvette. He checked the rinse unit and reapplied the line to the vacuum nipple assembly. He verified the system and rinse unit was operating within specifications. To verify the analyzer operation, he ran successful calibrations and precision testing.